Event description:
It was reported to boston scientific corporation that an ultraflex¿ tracheobronchial stent was implanted to treat a malignant stricture during a bronchoscopy with stent placement procedure performed on an unknown date. According to the complainant, during the bronchoscopy with stent placement procedure, the ultraflex¿ tracheobronchial stent was fully deployed from the delivery system. Immediately following the stent placement, the physician noted that the stent had not fully expanded. The ultraflex¿ tracheobronchial stent was removed from the patient using a rigid scope with forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. Reported event of stent failed to expand. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.